Event description:
Boston scientific received information that this right ventricular (rv) lead was displaying shock impedance values greater than 125 ohms. When associated device was replaced about one year ago shock impedance measurements were around 60 ohms. All other rv measurements are acceptable. The impedance measurements are out of range for all shock vector configurations. The physician suspects there is mechanical damage. No adverse patient effects were reported. Additional information was received and when reviewing the data it was added that pacing impedance measurements have also been out of range. Technical services reviewed the data and gave an analysis of the data.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available, this investigation will be udpated.

Event description:
Subsequently, boston scientific received information that the physician elected to surgically intervene, at which time the lead's terminal pin was confirmed incorrectly positioned within the header port. The pin was successfully reconnected and secured within the head port with all subsequent electrical measurements confirmed favorable. No adverse patient effects were reported and no further complications have been reported.